Event description:
It was reported that the atrial lead was explanted due to the noise observed previously. A new lead was implanted successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
A partial lead with two pieces measuring 11.8 cm and 27.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.